Event description:
It was reported that the surgeon attempted to staple bowel while doing a bypass. While the staple cut through the tissue, the staples did not effectively form and close. The surgical team thought the stapling was done and later noticed the bowel had come open. The procedure was completed using the same stapler as it worked prior and after the reported issue. During follow-up on 15-dec-2020, additional information was obtained from the intuitive surgical, inc. (Isi) clinical sales representative (csr). The surgeon had used the sureform 60 stapler instrument with a white sureform 60 reload installed on it. The surgeon fired on small bowel tissue, and the staples did not form; however, the bowel was cut and left exposed with no staple line. As a result, there was a hole in the small bowel. The surgeon placed a suture to get traction and then re-stapled the bowel on either side. The surgeon had confirmed that a leak test was conducted and it was negative. The csr confirmed that there were no clamping issues, no tissue bunching, no compression pauses, no system-generated errors, and no buttress material was used. An image from the procedure was available. The csr confirmed that the site completed the procedure with the same sureform 60 stapler instrument with no further issues. The surgeon confirmed that the patient was reported to be recovering well with no post-operative complications.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the advanced stapler logs for the sureform 60 pn 480460-09, lot l90200302-0017 associated with this event has been performed. The logs showed that sureform 60 pn 480460-09, lot l90200302-0017 fired qty 10 reloads (4 blue followed by 6 white). All firings were completed per the logs. The 5th and 8th firings (both white) had one pause for compression, and all other firings completed without any pauses. There were no incomplete clamps in the procedure. Isi received a photographic image that was provided for evaluation. The image showed a section of bowel held up by a grasper as a needle driver was pushing a needle into one of the transected ends. No staples were seen in the image. The sureform white reload was not received for analysis testing. However, isi received the sureform stapler instrument associated with the complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened successfully. The instrument was fully functional. Review of the logs found no errors related to the instrument. This complaint is a reportable event due to the following: it was alleged that the sureform stapler used with a white reload cut through the tissue but did not staple (the staple line was incomplete). Intervention included the surgeon placing a suture to get traction and then re-stapling the bowel on either side.